Event description:
It was found that the light guide bundles were not bright when doctor checked it in the hospital before use. There was no outcome related to patient injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).